Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow up will be sent to the FDA.

Event description:
It was reported to philips that during a non-emergency, stent placement procedure the system stopped fluoroscopy. The patient had a cardiac arrest and for which CPR was administered. The patient was stabilized and the procedure was completed successfully. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Event description:
Philips has confirmed with the customer that no harm to the patient had occurred. Philips has confirmed that the system did not stop fluoroscopy during the procedure, as reported initially. The customer experienced low image quality during the procedure. The procedure was completed successfully, after a warm restart of the system.

Manufacturer narrative:
Philips has investigated this complaint. Philips has inspected the system on site and based on troubleshooting performed it was determined that there was an issue with the x-ray tube rotor. The x-ray tube was replaced after which the system was returned to use in good working order. Log file analysis also confirmed the x-ray tube rotor issue. As a safety feature, the x-ray system is designed to still provide low load fluoroscopy imaging in case of an x-ray tube related issue, as in such cases exposure and other x-ray imaging options are not available. The user is informed that low load fluoroscopy is available via a user message. Based on the analysis of the log files, philips can confirm that the system worked as designed in the case of an x-ray tube failure. The image quality issue experienced by the user was due to the use of low dose fluoroscopy. Based on trending analysis there is no negative trend replacement rate for the x-ray tube. Correction: as per the investigation results, section b5 has been changed and the patient code in h.6 has been changed from c62904 to c62869. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.